Manufacturer narrative:
The investigation for the console (aic) damage has been completed. The console nor the data logs were returned for evaluation. Clinical details states that the power cord was shipped to this hospital account and this aic was repaired on site. The root cause of this issue was likely a defective power cord.

Event description:
A complainant reported that during prep, the staff went to unplug the automated impella controller (aic), and the 3-prong portion of the plug separated from the cord. No harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.